Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro cannula c-ring broke off inside the patient. It was retrieved through the original incision. A new kit was opened to complete the procedure. There were no patient effects. The product is not returning, as it was discarded.

Manufacturer narrative:
Method: the device will reportedly not be returned to cardiac surgery for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4).